Event description:
The caregiver was placing a pain management block post surgery. While placing the block the inner wire was stuck and did not pull out of the inner catheter. He tried pulling it with more tension and the wire became frayed and the catheter broke. He ended up pulling the original catheter out and placing a new catheter.